Event description:
It was reported that the pump began to alarm as soon as it was connected to the intra-aortic balloon (iab). Pump was exchanged off pt immediately & sent to biomed. A call was placed to hot line from biomed department. Pump was brought down from unit with "purge failure" alarms. Biomed technician stated he has been able to get alarms with simulator. He changed helium tank & still gets alarms, but does not have a manual to check anything further. Clinical support specialist (css) told biomed technician that "we can get "purge failure" alarms if there is not trigger, balloon connections made to the pump, or helium in the tank". Technician said that he has an ECG on pump, balloon in the tube is connected & tank was just changed. Technician started pump & css stated, she could hear alarm in the background. Css asked if there was pressure in the balloon in the tube; the technician said no. After technician added pressure, we tried to pump & still got alarm. Css asked the technician to power pump off & then restart pump; alarm still occurred. At this point, css told technician she would contact field service. There were no reported pt complications.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: per the field service report, blood was found in the pump assembly. Blood can only enter the intra-aortic balloon pump (iabp) from an iab that has a leak. There was no info regarding any iabs that were previously attached to the iabp that had developed a leak. Old blood in the pump assembly can cause purge failure alarms due to interference with valve function. A device history record review was conducted on the iabp & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint.